Manufacturer narrative:
(B)(4). There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. The root cause of the complaint is use error. The label review found the labeling adequate for the potential use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related report, an home patient (hp) from (B)(6) stated he had cycled power on the machine and restarted setup with same supplies. The technical service representative (tsr) instructed the hp to connect another solution bag to an unused supply line and had the hp press go to restart therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report was determined to be due to a use error. No sample was requested at this time. This product code is unknown;therefore, it does not have a us 510k number.